Manufacturer narrative:
Date of event: exact date unknown, as it was stated scs system was explanted sometime last february/march. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 18409739.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure wherein all device components were removed.